Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that son were hospitalized due to high blood glucose, diabetic ketoacidosis and acute pancreatitis on (B)(6) 2019 with blood glucose of over 1000 mg/dl. The customer's current blood glucose is 270 mg/dl. The customer did experienced the symptoms such as nausea and vomiting. The customer was treated by bolus with manual shots. Customer states that infusion set cannula was bent. Insulin pump had insulin flow block alarm and insulin exited. Customer assisted with high pressure test and displacement test and it was passed. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.